Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was in overdischarge. The patient stated that it was less than 6 months. The rep was attempting their third prm. The rep returned the call and eos was seen on the recharger and the 8840. It was reviewed that at some point another od had been triggered and the patient was unable to turn stimulation back on. The ins replacement was to be discussed with the healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the healthcare provider was working on approval to replace the patient¿s device, but a replacement procedure had not been scheduled.